Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was observed to be in safety mode. Technical services (ts) recommended device explant to the health care professional. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.